Event description:
Customer reported that the handpiece lock engaged on the device. This is report 1 of 1 for event # (B)(4).

Event description:
Customer reported "e5 error" with the device. Device was returned for service. E5 console indication is described as a fault in the handpiece. This is report 1 of 1 for event # com-072302.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, no failure was identified.

Manufacturer narrative:
Previous complaint description was reported in error, corrected in this report.